Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 187 mg/dl while using the ilet and attributed the elevation to a recent dinner; the agent offered follow-up and the user declined after receiving troubleshooting and education. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included a review of user-reported history and provision of troubleshooting and education. Investigation of this case revealed no device malfunction or component issue based on the absence of alarms and resolution through education. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.